Event description:
It was reported by the patient that the patient had shortness of breath, lightheadedness and low heart rate. It was also reported by the patient that the device may have "stopped reading". It was also noted by the patient that the physician tested the implantable cardiac defibrillator (ICD) and the ICD was fine. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.